Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was advanced through the leg to the descending aorta. The valve was advanced over a non-medtronic guidewire over the aortic arch. An aneurysm segment at the top of the aortic arch was present. The valve did not advance over the arch.  The valve was pushed "extra hard" at the top of the arch. A tear in the aortic arch was noted. The valve was removed from the patient. The aortic tear was attempted to be sealed with a covered stent. The leak could not be sealed and the patient subsequently died.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the delivery catheter system (dcs) was unable to advance over the aortic arch. There was a calcium nodule at the left carotid that inhibited advancement. The guidewire was adjusted and the dcs was attempted to advance again. The capsule was pushed and went through the wall of the aorta at the aneurysmal portion. Per the physician, the advancement of the valve against the anatomy which was aneurysmal contributed to the aortic tear. The non-medtronic guidewire did not support across this anatomy. Per the physician, the cause of the tear was obstruction at the left carotid prevented advancement, the anatomy being aneurysmal, and pushing the capsule through the aorta rather than the arch. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: difficulties advancing the delivery catheter system (dcs) through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that an aneurysm segment at the top of the aortic arch was present and there was a calcium nodule at the left carotid that inhibited advancement. This indicates that the probable cause of the advancement difficulties was patient anatomy. It was also noted that the non-medtronic guidewire did not support across this anatomy. Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Vascular complications, such as dissection, are a known potential adverse patient effect per the device instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/ or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the advancement of the valve against the anatomy, which was aneurysmal, contributed to the aortic tear. Per the physician, the cause of the tear was obstruction at the left carotid prevented advancement, the anatomy being aneurysmal, and pushing the capsule through the aorta rather than the arch. There was no information to suggest that a device malfunction or a failure to meet manufacturing specifications was related to these events. Based on the information provided, the aortic perforation and subsequent death were related to the dcs. Contributing factors included patient anatomy where there was an aneurysmal lesion in the aortic arch and a calcium nodule at the coronary arteries which wouldn¿t allow advancement of the dcs past the coronary arteries and subsequently the dcs perforated the aortic wall at the site of the aneurysm. The events are not unexpected; therefore, no further actions are needed. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.